Manufacturer narrative:
3 of 3 mdrs. The device is not available to the manufacturer.

Event description:
It was reported that during the saccular left internal carotid artery cavernous segment aneurysm treatment, the flow diverting stent was implanted successfully with the help of a guidewire and subject microcatheter. One day post-procedure, patient had paresthesia on the left side of the face. Patient was given dexamethasone and the adverse event was resolved next day. According to the site this event had causal relationship with the procedure, flow diverting stent, other stryker devices and underlying condition.

Event description:
It was reported that during the saccular left internal carotid artery cavernous segment aneurysm treatment, the flow diverting stent was implanted successfully with the help of a guidewire and subject microcatheter. One day post-procedure, patient had paresthesia on the left side of the face. Patient was given dexamethasone and the adverse event was resolved next day. According to the site this event had causal relationship with the procedure, flow diverting stent, other stryker devices and underlying condition. Additional information received on 11-nov-2022 clarified that the subject microcatheter was not related to the adverse event.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. There was no allegation of failure or malfunction against this device, therefore a labelling review and a risk analysis could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the saccular left internal carotid artery cavernous segment aneurysm treatment, the flow diverting stent was implanted successfully with the help of a guidewire and subject microcatheter. One day post-procedure, patient had paresthesia on the left side of the face. Patient was given dexamethasone and the adverse event was resolved next day. According to the site this event had causal relationship with the procedure, flow diverting stent, other stryker devices and underlying condition.

Manufacturer narrative:
3 of 3 mdrs although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The patient had paresthesia in the face on the left side and required treatment dexamethasone, the patient recovered. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event of 'patient neurological deficit' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.